Event description:
At end of case nurse was giving scrub a lunch break and cleaning up as case was ending. Fluids were being suctioned out of solution warmer and noticed that there was a good inch of saline under the drape in the warmer. Physician aware that drape most likely had a hole and saline was contaminated.